Event description:
A patient was in image radiology having a bone marrow biopsy performed. The needle broke off in the patient's right iliac crest wing. Fluoro films were studied and orthopedic consulted. They stated it would do more harm going after the needle than just leaving it alone.======= reporter's responses ====reporter indicated they have no previous similar events. No observable manufacturer problem was noticed. There was nothing different when inserting the needle.